Event description:
Balloon ruptured. A pulmonary artery catheter was inserted into the pt. After the catheter was inserted, the balloon would not inflate, and the catheter was removed without harm or injury to the pt. There was no reported air injection into theh pt. Additional pt info was requested, but none was available.